Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to 'system error 345'. The device has been serviced within the last 12 months. A service history review revealed the current issue does appear as a repeat service event. The direct cause of the previous servicing was the ultrasonic sensor. All required service actions were completed in the last service cycle. Service evaluation verified the 'system error 345'. The cause was identified to be the upstream thermistor. The ultrasonic sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device displayed system error 345 (¿thermistor disparity¿). No additional information is available.